Event description:
The customer observed falsely elevated architect stat high sensitive troponin-I for a 68-year-old female with rheumatoid arthritis. The following results were provided (reference range 0-0.026 ng/ml): initial troponin result= 2.8706 ng/ml. Three hours later, the blood test result was still high, 2.805 ng/ml. The siemens troponin result= 0.004 ng/ml (reference range 0-0.04 ng/ml). The wantai troponin result= 0.002ng/ml (reference range 0-0.04 ng/ml). An electrocardiogram and coronary angiography were performed with normal results. The patient had no chest pain symptoms. There was no additional impact or harm to patient reported.

Manufacturer narrative:
Update to section d3 - email: (B)(4), update to section d4 - catalog # from 03p25-74 to 03p252-77, update to section d4 - primary UDI number from (B)(4), update to section g1 - mfg site email (B)(4). The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, in house testing and labeling review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. Review of tracking and trending for the architect stat high sensitive troponin-I assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for lot number 71312ud01 and issue. A device history record review did not identify any nonconformances, potential nonconformances or deviations associated with the complaint lot number and complaint issue. In house accuracy testing using a retained kit of the complaint lot number was completed using panels which mimic patient samples. Testing indicates the lot is performing acceptably. Per product labelling any condition resulting in myocardial injury can potentially increase cardiac troponin I levels. For mi diagnostic purposes, the architect stat high sensitive troponin-I results should be used in conjunction with other information such as ECG, clinical observations, and symptoms, etc. When an increased value for ctni is encountered (e.g., exceeding the 99th percentile of a reference control population) in the absence of evidence of myocardial ischemia, a careful search of other possible etiologies for cardiac damage should be taken. Elevated troponin levels may be indicative of myocardial injury associated with heart failure, renal failure, chronic renal disease, myocarditis, arrhythmias, pulmonary embolism, or other clinical conditions. Labeling was reviewed which adequately addresses the current issue. Based on the investigation, no systemic issue or deficiency of the architect stat high sensitive troponin-I reagent lot 71312ud01 was identified.

Manufacturer narrative:
This report is being filed on an international product, list number 03p25 that has a similar product distributed in the us, list number 2r98, troponin-I stat high sensitivity, with 510k number k191595. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated architect stat high sensitive troponin-I for a 68-year-old female with rheumatoid arthritis. The following results were provided (reference range 0-0.026 ng/ml): initial troponin result= 2.8706 ng/ml. Three hours later, the blood test result was still high, 2.805 ng/ml. The siemens troponin result= 0.004 ng/ml (reference range 0-0.04 ng/ml). The wantai troponin result= 0.002ng/ml (reference range 0-0.04 ng/ml). An electrocardiogram and coronary angiography were performed with normal results. The patient had no chest pain symptoms. There was no additional impact or harm to patient reported.